Event description:
After infusion using the lifeguard non-coring safety infusion set, the clinician stated that she deaccessed the port using manufacturer's recommendations to engage the safety hinge. A tegaderm dressing was over the needle and typically the clinician does not use the safety mechanism when using this dressing because the dressing becomes very stuck to the device, making it more dangerous to remove prior to deaccessing. However, this particular pt preferred the needle covered, so the clinician tried to gently removed the dressing and engage the safety site. In this case, the clinician stated that needle was fully encapsulated and a click was heard. The clinician also stated that when the device was pulled away from the pt, the needle trap slipped back over the needle after the hinge came back. The clinician tried to engage the hinge multiple times unsuccessfully. Neither the clinician or pt suffered harm from this event.

Manufacturer narrative:
The investigation of this event is pending. Although the device was not returned, a full investigation will be conducted using the lot history files, design, manufacturing, labeling, and any interaction with other devices.